Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument made a cracking sound and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.